Event description:
Hamilton medical ag received the following incident description: during inspection, the expiratory valve assembly pin is corroded at the top of the pin. This has occurred on the 6 newest vents at the facility, serial numbers in the (B)(6) range. Please note, the hospital has 20 older g5s, some lower than sn (B)(6) and this issue has only been see on these 6 newer vents. The hmi trained hospital biomedical is replacing the expiratory valves.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective plunger of the expiratory valve. After replacing the expiratory valve, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the plunger of expiratory valve could result in inadequate ventilation support.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during inspection, the expiratory valve assembly pin is corroded at the top of the pin. This has occurred on the 6 newest vents at the facility, serial numbers in the 200xx range. Please note, the hospital has 20 older g5s, some lower than sn (B)(6) and this issue has only been see on these 6 newer vents. The hmi trained hospital biomedical is replacing the expiratory valves.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during inspection, the expiratory valve assembly pin is corroded at the top of the pin. This has occurred on the 6 newest vents at the facility, serial numbers in the 200xx range. Please note, the hospital has 20 older g5s, some lower than sn (B)(6) and this issue has only been see on these 6 newer vents. The hmi trained hospital biomedical is replacing the expiratory valves.